Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the footswitch was working automatically without pressing the pedal and the handpiece was moving by itself preoperatively. There was no patient involvement.

Event description:
Additional information received from rep stating that the handpiece did not activate immediately when plugged into the power source. The handpiece does not immediately starts to run when the footswitch is plugged in prior to use on the patient. The handpiece doesn't continue to run when no longer activated. The footswitch was not at rest/inactive and turned on by itself.

Manufacturer narrative:
H3: analysis found that there was no fault found with the unit. The customer's fault was unable to be confirmed. The unit was found to be cosmetically ok. The unit was cleaned and decontaminated. Continuously monitored the foot pedal for a week. Replaced the o rings and lubricated. Tested the functionality of product. Successfully tested the product as per the service repair instructions with all test passed. H6: additional information suggest that fdm:4114 and fdr:3221 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.